Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked front corner of top case. During analysis, the pump was unable to be powered up with or without ac power. It was noted that normal wear was the cause of the reported issue. Service replaced the main board and interconnect board and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited base hardware and had issues with the top case. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Unable go into event history log (ehl) due to power up problem. During the functional testing was unable to power up pump with or without alternating current (ac) power. A combination of main board and interconnect board no longer operate properly as a result of normal wear. The root issue was related to normal wear as the pump was over 9 years old. Replaced main board and interconnect board. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: issue happened during testing, no patient injury.